Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. Manufacturing record evaluation (mre) cannot be conducted because no lot number was provided by the customer. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure for ischemic ventricular tachycardia (isvt) with a thermocool® smart touch® sf bi-directional navigation catheter and expired one day post procedure. It was reported that after the vt ablation on (B)(6) 2020, the patient was stable. The clinical specialist was informed by the physician on saturday, (B)(6) 2020, that the patient expired on the (B)(6). The physician did not indicate that the biosense webster, inc. Products were responsible for the patient's death. They did indicate that the patient had a sick heart to begin with. Since the event occurred close to the procedure, it is conservatively being reported under the ablation catheter. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.